Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 600 mg/dl at the time of the call. The customer stated that they changed the infusion set three times but the issue was not resolved. The customer stated that there may be a bad connection with the battery. The customer treated their blood glucose levels with manual injections. The customer did not have infusion sets to troubleshoot the issue at the time of the call.